Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: picture review: the received picture confirm the issue as per event description; the complaint therefore has been determined to be confirmed. H3, h6: a product investigation was conducted. Visual inspection: the visual inspection observed that the threaded tip section at the distal end of the shaft is broken off. The broken part stuck in the returned dhs screw. The instrument shows wear marks and scratches on the surface at the distal section. At the head section on the knurled part are slightly damages visible as well the shaft is bent. The returned dhs screw which stuck the broken part will be evaluated in the other product investigations of this complaint. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. Moreover, the broken part is stuck in the dhs screw which makes a dimensional measurement impossible. Investigation summary: our investigation has shown that the complaint condition for the received instrument is confirmed due to the breakage. We do suppose that the device encountered unintended forces, such as use related excessive force application during its use, which finally resulted in the breakage of the tip. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. H3, h4, h6: a device history record (DHR) review was conducted: part: 338.310, lot: l194615, manufacturing site: hägendorf, release to warehouse date: 15 dec 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the procedure proceeded accordingly until the screw needs to be unscrewed. Previously screwed up to the full screw length, but as only 1-2 cm was missing before reaching the appropriate tip-apex distance, the ¿keepingscrew¿ spontaneously cracked. The plate was kept fully retracked from the handle. Surgeon tried to collect it blindly in the patient, but since the screw was cracked, surgeon couldn¿t reach the gliding screw. Because of the age of the patient surgeon did´t drill a thread beforehand.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during surgery on a pertroncant fracture a connecting screw broke. No patient consequence. This complaint involves one (1) connecting screw f/dhs/dcs-wrench. This is 1 of 2 for report (B)(4).